Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently over corrected by entering the wrong amount of carbohydrates into the pump bolus feature. The customers blood glucose level was (71 mg/dl) the customer ingested sugar.